Event description:
It has been reported to philips that the tempus pro device detected an error shutdown and restart. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
Updated health impact code grid.